Event description:
The customer reported the 9800 system power cord was damaged and there was a collimator sizing discrepancy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was repaired and the plug replaced. The collimator was calibrated and aligned for normal, mag 1 and mag 2. The system was tested and operates as intended.